Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. Device manufacture date: unknown. Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check due to an unknown lot number for difficult/unable to operate. Investigation summary: customer returned (1) open 6mm, 32g pen needle without the tear drop label or outer cover. Customer states that the button on the pen was too hard to press. The returned pen needle was tested and was able to expel properly without any observed defects. Unable to perform DHR check due to an unknown lot number for difficult/unable to operate. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that during injection the button on the pen was difficult to press with a bd pen ndl 32g 6mm 3b tw 70ct jpn. The following information was provided by the initial reporter, translated from (B)(6) to english: when the pet owner tried to inject to his/her dog, the button on the pen was too hard to press.